Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 826272-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gravida ii, parity 2, menses irregular and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (robotic total laparoscopic, hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted per pif) product removal date updated from (B)(6) 2017 to (B)(6) 2016. Left: 3 coils, right: 5 coils. Lot number reported 826272 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: update of information (batch is not valid) we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 826272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gravida ii, parity 2, menses irregular and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (robotic total laparoscopic, hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted per pif) product removal date updated from (B)(6) 2017 to (B)(6) 2016. Left: 3 coils, right: 5 coils. Lot number: 826272. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient middle name,race, medical history, product lot number, rcc added. Patient dob, product removal date updated. Event: medical device removal updated to event: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received event injury was updated as medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.